Event description:
The customer reports the guide wire uncoiled during removal from the patient.

Manufacturer narrative:
(B)(4). The reported complaint that the guide wire broke while using the catheter was confirmed through visual examination of the returned sample. The swg was unraveled, the core wire was broken near the proximal weld, and the swg body contained multiple kinks and offset coils. The proximal core wire protruding is rounded, curved, and pinched. The appearance of the damage is similar to what occurs when the swg breaks a result of the core wire being bent and cut by a needle bevel. The outside diameter (od) of the spring wire guide wire measured 0.798 mm, which is within specification. A lab inventory swg with an outer diameter of 0.845 mm advanced through the returned catheter from the hub to the tip without restriction. This indicates that a swg with an outer of 0.798 mm would be able to pass through the catheter as well. The returned guide wire and catheter met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The product's instructions-for-use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire uncoiled during removal from the patient.